Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that before an intraocular lens (iol) implant procedure, the injector was very "hard" and the lens could not be extracted, when lens was extracted, it scratched the lens. Procedure was completed with another iol. There was no patient harm.